Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer¿s blood glucose level displayed "high" and was resolved via manual insulin injection. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.